Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while doing hemorrhoidectomy on prolapsed hemorrhoids, there was a poor staple formation. The stapler did not close the staple and it produced bleeding. The doctor finished the procedure with manual stitches.